Event description:
When attempting to start high -flow insufflation, the machine read "insufflation tubing not connected". The tubing was removed and re-attached several times without any change. A new high-flow insufflation tubing was connected and worked effectively.